Event description:
The patient was undergoing a coil embolization procedure to treat a gastrointestinal (gi) bleed using ruby coil lps, a ruby coil lp detachment handle (handle), and a non-penumbra microcatheter. During the procedure, the physician was attempting to implant a ruby coil lp and was unable to detach it using the handle. The physician was also unable to detach the ruby coil lp manually and therefore, the ruby coil lp was removed from the patient. The procedure was completed using the same handle and another ruby coil lp. There was no report of an adverse effect to the patient.

Manufacturer narrative:
.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure to treat a gastrointestinal (gi) bleed using ruby coil lps, a ruby coil lp detachment handle (handle), and a non-penumbra microcatheter. During the procedure, the physician was attempting to implant a ruby coil lp and was unable to detach it using the handle. It was also reported that the physician was also unable to detach the ruby coil lp manually; therefore, the ruby coil lp was removed from the patient. The procedure was completed using the same handle and another coil. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned ruby coil lp confirmed that the embolization coil was unable to be detached from the pusher assembly. During functional testing, the ruby coil lp was unable to be detached with a demonstration handle due to the kinks in the pusher assembly. The device was attempted to be manually detached but was unsuccessful. The kinks in the pusher assembly were likely incidental to the complaint and may have occurred during packaging for the return. Due to this damage, the root cause of the reported complaint could not be determined. Further evaluation of the device revealed offset coil winds on the embolization coil. This damage was likely incidental to the complaint. The broken pet lock was likely a result of the coil detachment attempt during the procedure. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Section h. Box 6. Conclusions code 1: 4316 - the investigation findings do not lead to a clear conclusion about the root cause of the reported complaint due to the return condition.